Event description:
It was reported that the patient underwent a posterior cervical surgical procedure at c3-c7. It was reported that the screwdrivers would not release from the bone screw resulting in a screw pulling out of the bone. A larger screw was used to replace the screw that was pulled out. No patient complications were reported.

Manufacturer narrative:
(B)(4): the screwdrivers were returned for evaluation. Macroscopic examination of instrument did not identify any material or functional issue with respect to deformation, wear, or breakage that could contribute to the foregoing event. Two sample vertex screws (pn# 6958712 & 6958710) utilized to functionally evaluate screwdrivers. Driver properly retained sample screws for loading, and all screws were able to be driven without issue. After screws were driven, no issues with removal of driver from screw head. Additionally, the instrument hex size was functionally evaluated; both instruments were able to be inserted into the go, and were not able to be inserted into the no-go gage; both instruments were able to be removed without issue from the mas head. Attempting to remove the screwdrivers off-axis could result in binding between the driver and mas head which could potentially contribute to the foregoing event. A review of the device history records did not identify any applicable nonconformance to specification.